Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the patient had muscle weakness and was diaphoretic, so she returned home from a walk. The cgm was reading 96 mg/dl and the blood glucose reading was 40 mg/dl. The spouse provided carbohydrates and the patient felt fine after treatment. There was no information of further medical evaluation or intervention. Data was evaluated and the allegation was confirmed. The probable cause could not be determined post investigation. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.